Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the lead had dislodged. The lead was explanted and replaced when repositioning was unsuccessful. The patient was fine after the procedure.